Manufacturer narrative:
(B)(4). D1: femoral stem 12/14 neck taper extra ext. Offset size 2 130 mm stem length packaged with standard centralizer. D10: 00625006530 bone scr 6.5x30 self-tap lot number 61832522. 00631005828 liner 10 degree elevated rim 28 mm i.d. For use with 58 mm o.d. Shell lot number 60853687. 00801802803 femoral head sterile product do not resterilize 12/14 taper lot number 61769453. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted h3 other text : device was discarded.

Event description:
It was reported pt underwent a revision procedure approximately 12 years post-implantation due to stem loosening. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04)- stem. Visual examination of the provided picture identified the stem, head, liner, fixation plate and screws explanted and covered in bio-debris. No further evaluation can be made from the provided picture. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with small size of the right femoral head. Lateral plate and screw fixation device along the proximal femur with fractured proximal cerclage wire but no other signs of loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.